Event description:
A diabetes trainer reported that a pt experienced hypoglycemia and grand mal seizure while using a fasttake meter. Pt started using the ft meter 2 months ago. In 2001 pt, after having a blood glucose of 14.3mmol/l at 18:38 on ft meter, took their evening dose of insulin and ate dinner. At 23:08 pt had a blood glucose of 5.7mmol/l, and then ate peanut butter and a jam sandwich. At 3-4:00am the following day, pt became incoherent and started sweating and thrashing in bed. Pt later fell out of bed. Paramedics were called and found pt's blood glucose at 3.0mmol/l on unknown meter. Pt was transferred to hospital where they were admitted for hypoglycemia and grand mal seizure. The admitting physician attributed the grand mal seizure to the hypoglycemia, but the pt's neurologist reportedly believes otherwise. The pt had a CT scan, eeg, and a cardiac panel done. During a comparison between ft meter and hospital meter, higher readings were obtained with the ft meter. Pt is currently undergoing different brain activity testing for unknown reasons. No further information has been provided.